Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. The device has been scrapped.

Manufacturer narrative:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The device's downloaded logs were reviewed by the third-party service center. There were no error codes found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped.